Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h6 and h10. The subject device was not returned to olympus. Therefore, the condition of the device could not be confirmed. Since the device lot number was unknown, the DHR for one year prior to the date of occurrence was inspected. There were no abnormalities detected in the DHR related to the reported phenomenon. Additional details have been requested regarding the reported event, but no response has been provided by the customer. Based on the results of the investigation, a definitive root cause could not be identified. The initial reported event suggests the guide wire tip fell off in the patient's body. A likely cause of the event might be the guidewire near the tip region was bent causing the adhesive to peel between the guidewire tip and the basket wire. As a result, the guidewire tip came off. The instructions for use (IFU) states: "when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The following section was updated: b5.

Event description:
It was further reported that the problem occurred during an endoscopic retrograde cholangiopancreatography procedure.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to further discuss the reported event. The customer mentioned that an out of box failure occurred with the bml-v442qr-30 lithotripsy hand piece. The device went through the scope without any resistance at the beginning of the case. However, the sheath of the device broke after it was introduced in the patient. The device became unraveled and parts fell off inside the patient. All pieces were retrieved successfully with no patient harm and the procedure was completed after using a different unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the single use mechanical lithotriptor v sheath broke after the device was inside the patient. The device became unraveled and parts fell off inside the patient. The event occurred during an unknown therapeutic procedure. All pieces were retrieved successfully and a different unit was used to complete the procedure. There was no patient harm or user injury reported due to the event.